Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported, "rupture on the right breast prosthesis". The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed, an opening the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Observed, two devices. One device appears to be intact, and the other device has an opening. Also, this device is inside of the plastic receipt. Non-labeled for side explanted. It is not possible to determine, the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture on the right breast prosthesis." The device remains implanted.